Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead presented to the emergency room after receiving a shock. The patient checked out fine and was still in a slow ventricular tachycardia. Upon interrogation, two codes were exhibited which indicated the ICD had shocked into a shorted lead and then the charge time exceeded the normal limit. Boston scientific technical services discussed that this indicates a plasma fuse is blown and the ICD can no longer deliver therapy. The ICD and rv lead were explanted. No additional adverse patient effects were reported.